Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one endo gia* ultra universal short stapler. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during wedge/segmental resection, the first and the second firings were completed with no problem. For the third firing, they connected the device and checked the jaws opening/closing as usual. The surgeon clamped the tissue, pushed the green button and tried to squeeze the handle, however could not squeeze it and could not fire the device. The procedure was completed with another device. The status of the patient: alive - no injury.